Event description:
Outer box opened, inner plastic packaging was cracked.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and packed to specification. The complaint history review indicated that there were no similar events for the reported lot. The event was confirmed. The investigation for this similar event concluded that the packaging damage was caused by excessive handling during distribution. No further investigation is required at this time.

Event description:
Outer box opened, inner plastic packaging was cracked.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.